Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and abbott m2000rt instruments. The abbott m2000sp instrument is an automated fluid handling system for performing sample preparation for nucleic acid testing. The abbott m2000rt system software is an automated system for performing fluorescence-based pcr that results in quantitative and qualitative detection of nucleic acid sequences. During service on the abbott m2000rt system software, the field service engineer disassembled the heated cover. He removed the fresnel lens and noticed a burnt/charred mark on the lens above wells a8 and a9, directly above where the ribbon cable is connected. No fire or visible smoke was observed. There was no report of injury. The burnt/charred mark on the lens is considered to be evidence of fire. Evidence of fire is criteria for an MDR reportable event per abbott molecular procedure.

Manufacturer narrative:
On (B)(4) 2013, FDA telephoned abbott molecular to bring to our attention that the 3500a form for MDR 3005248192-2012-00026 was missing the event description. Additionally, there was a single letter "t" entered. The single letter "t" observed should have been deleted. Both mistakes were attributed to human error. An additional step to prevent this mistake from occurring again is to print out the form from e-submitter to check it before submitting it to FDA through web trader.